Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ syringes with luer-lok¿ tip had damaged product and a damaged plunger rod. The following information was provided by the initial reporter: "... The body of the syringe has a bump, a crack and a defect in the piston which no longer fits the barrel of the syringe."

Event description:
It was reported bd plastipak¿ syringes with luer-lok¿ tip had damaged product and a damaged plunger rod. The following information was provided by the initial reporter: "... The body of the syringe has a bump, a crack and a defect in the piston which no longer fits the barrel of the syringe.".

Manufacturer narrative:
Investigation summary : no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2110054, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Damage to the barrel may occur during the assembly process, the damage could then prevent proper sealing of the stopper when moving across the barrel. Without a sample and given the device records did not indicate any issues related to the reported incident, we cannot verify this to be true for the product reported, therefore a definitive root cause cannot be established at this time. H3 other text : see h10.